Event description:
A non-healthcare professional reported that during the cataract surgery with intraocular lens implant procedure, lens found to have a crease going down the optic after insertion. Additional information received and stated that, crease was seen on post operation exam per surgeon.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaint reported in the lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. A photo was provided of the lens in the eye. There is a mark observed, slightly off-center, which may be a crack or a scrape mark. Unable to determine, due to the quality of the photo. The account indicated, the use of a qualified associated cartridge, handpiece and viscoelastic. Based on our observation of the attached photo, there is crease/mark on the lens. It is difficult to make a final determination, without evaluation of the physical sample. The root cause cannot be determined, based on available information. The manufacturer internal reference number is: (B)(4).